Event description:
It was reported to covidien on 12/21/2007 that a customer had an issue with an umbilical catheter. The customer reports leakage connection catheter/connector.

Manufacturer narrative:
Submit date: 01/23/09. The complaint sample of the 3.5 fr single lumen urethane uvc (product code 8888160333) was received for the subject complaint. Two manufacturing lots are associated with this complaint: 182671 + 185305. There were no quality issues noted from the DHR review of these lots that is associated with this complaint tissue and all tubing dimensions measured during this run were within specification. Manufacturing performs 100% leak testing on the catheter assemblies following molding to assure that there is no leakage in the device. Qa in-process testing is also performed, where visual, dimensional and functional testing found no quality issues related to this complaint. This is the first complaint received for these manufacturing lots. This complaint has been confirmed for leakage in the catheter shaft itself, at the end of the molded strain relief. Based on the configuration of the partial fracture and void in the catheter wall, it appears that catheter was repeatedly flexed (folded over/pinched) in this area to cause the break in the wall. There is no evidence of damage to the catheter in this area that appears to be associated with the manufacturing process, however, there is evidence of chemical or solvent residue on the surface in the leakage site. Also the fracture appears to have originated from the outside of the catheter. The dimensional and device testing of the returned sample confirms the device was within manufacturing specifications.